Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a lite glove. The representative reports that after a spinal surgery with implantation had commenced, a split in the little glove was noticed. The pt was given cephalexin IV during their stay in the hospital and was prescribed cefaclore for 5 days upon being discharged since the exact point at which the split occurred was unk. These medications were given to the pt as a precaution.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.